Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this device exhibited oversensing which led to pacing inhibition. Technical services discussed this could be do to electromagnetic interference. This call also noted there was approximately 2 seconds of asystole. This device remains in service. No adverse patient effects were reported.